Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and leakage was observed at the tubing between the blue connectors. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was leaking into the lines of a sterile repeater pump tube set. During compounding, large air bubbles were observed in a couple of the non baxter units while being filled with normal saline. After changing the set, they did not experience this issue again. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.